Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the patient was explanted due to no pain control. The explanted ipg and lead were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7018138.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.